Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis loaded inside the protective hoop. Visual examination of the device found the distal end severely stretched 7cm from the ballweld with the core wire fractured and protruding at this site. The fracture site was analyzed under sem (scanning electron microscopy) and found to exhibit evidence of elongation or neckdown indicative of material in tension. The fracture surface exhibited primarily equiaxed ductile dimple ruptures also indicative of material in tension. No material anomalies were noted. The wire was also kinked 6cm from the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a pediatric case to treat an atrial septal defect, guide wire coil damage was noted during unpacking of the device. Upon removing this amplatz super stiff guide wire from the delivery hoop, it was noted that one coil on the distal tip was sticking out from the wire approximately 5cm. The device was not used. The lesion was crossed with another amplatz guide wire to complete the procedure. There were no reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a pediatric case to treat an atrial septal defect, guide wire coil damage was noted during unpacking of the device. Upon removing this amplatz super stiff guide wire from the delivery hoop, it was noted that one coil on the distal tip was sticking out from the wire approximately 5cm. The device was not used. The lesion was crossed with another amplatz guide wire to complete the procedure. There were no reported patient complications. The patient status is listed as "stable".